Event description:
It was reported the pt stopped using his scs system a short time after he was implanted. The pt stated he was not comfortable with the sensation of the stimulation. Follow up identified the pt's entire scs system was removed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.